Event description:
A report was received regarding a peritoneal dialysis pt who was not draining for four days and that a portion of a stay safe pin was found in the catheter. The facility was contacted for add'l info. It was reported that a pt was unable to drain. The pt did not report this to the nurse. When the pt reported that she was unable to drain, the pt was evaluated at the clinic. The nurse tried to irrigate the catheter, however was not successful. The pt was then admitted to the hosp on (B)(6) 2011 for further eval. It was found that a piece of the pin from the connector was lodged in the extension set near the distal portion of the tenckhoff catheter. The pin was removed, however continued to have ongoing drain related issues. Additionally, the pt received treatment for peritonitis. The pt also underwent tpa treatments related to drain problems and fibrin buildup. Upon f/u with the nurse, it has been reported that the event may have been related to the implanted tenckhoff catheter and also the surgeon found no evidence of peritonitis and the antibiotics were discontinued. Of note: updated info received on (B)(6) 2011 included that the pt had adhesions and that the catheter would still not work. The pt now receives hemodialysis in-center, is doing well. The catheter has been removed. Samples are available.

Manufacturer narrative:
(B)(4).